Manufacturer narrative:
Investigation summary: no sample received. Photo evaluation. DHR review: no abnormal records related to defect, no abnormality of sterilization process, the test of bi aseptic test passed and the eo residue test passed. Investigation conclusion: according to the previous ma colleagues reply: common chemical phlebitis for drug infusion (including the configuration solution) caused by the main. Other possible factors include: repeated infusion in a vein, so that the vascular wall injury hyperplasia, hypertrophy and other pathological changes, causing phlebitis. Puncture through the blood vessels were not found in time, resulting in leakage or small hematoma caused by local swelling caused by phlebitis. Disinfection is not strict operation, causing infection. Drug concentration is too high, the temperature is too low, too fast or drug-induced plasma ph value changes, improper drug ration can cause phlebitis. The physical reason of the patient itself. No similar complaint has been received from the factory in other hospitals. Confirm not related with factory. Product is within specification. Root cause description: no abnormal records related to defect, no abnormality of sterilization process, the test of bi aseptic test passed and the eo residue test passed. According to the previous ma colleagues reply: common chemical phlebitis for drug infusion (including the configuration solution) caused by the main.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient had redness around infusion site when using a bd intima ii¿ IV catheter prn adapter. Three days later rotting phenomenon was found and the patient was hospitalized.